Event description:
Facility informed alcon rep that they could not insert the blade into the microkeratome head. It was then noticed that the applanation glass was fixed out of position against the blade edge portion of the head. The facility indicated that this microkeratome head had been used successfully on previous surgery days.